Event description:
It was reported that cadd cassette, no disposable clamp cassette alarm unresolved and had to change cassettes while working. Reports this is the fifth cassette to do this since 2021. No further details provided.